Manufacturer narrative:
The unit had a slightly loose drive support disk. The unit passed the rewind, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test. There were no motor error alarms found. The motor was tested outside of the device and passed. The unit had minor scratches on the lcd window and a corroded battery tube. (B)(4).

Event description:
The customer called in to report a motor error alarm and a no delivery alarm during a bolus. The customer's blood glucose level was 118 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.